Manufacturer narrative:
The information related to auto mode included with initial report was incorrect. The correct information has been added in b5 section of this report. The harm cod has been updated in h6 section of this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the auto mode was inactive on the insulin pump at the time of event.

Manufacturer narrative:
Information has been received which was not included with the initial report. Failure analysis was reported under MDR number 3004209178-2020-78237. The information has been provided in this report. Unable to perform displacement test or occlusion test due to missing retainer. The p-cap does not lock properly due to missing retainer. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self-test, rewind, seating, basic occlusion test and force sensor test. Device received with corroded battery tube. No broken belt clip rails noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level of between 30 mg/dl- 40 mg/dl. Customer was treated with glucose tablet and glucose shot. Customer was passed out once from extreme low blood glucose and had 3 seizures from low blood glucose since the retainer ring went missing. It was unknown if the insulin pump was on auto mode at the time of the incident. Customer declined to trouble shoot low blood glucose. The insulin pump will not be returned for analysis.